Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. The date is an approximation from the date of the phone call received. The customer stated the blood glucose values reported were 5 years ago, an exact date was not known.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 300 mg/dl and 40 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.